Manufacturer narrative:
(B)(4). Date sent 10/15/2024. D4 batch #934c36. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with the nozzle returned disassembled, an unknown trocar inserted on the shaft, the anvil knife slot damaged and a gst60d reload loaded on the device. The reload was received fully fired with the reload deck damaged. No functional test was performed due to the condition of the device. Upon analysis, the jaws were partially open, the knife was noted to be partially deployed into the anvil. After further evaluation, the analysis showed that one knife wing was broken off and not returned for analysis. The event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, a series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. The condition noted on the nozzle is related to improper use of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 934c36, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2024. D4: batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during unknown procedure, there was a noise when the device was fired. Opening the device, it was found that the staples were not engaged from the halfway point to the tip. There was no feeling of something had gotten caught in it. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.